Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the mx40 telemetry device did not measure the patient's oxygen appropriately. Staff indicated the patient looked visibly unwell with an spo2 of 90% and heart rate of 64; however, another philips monitor revealed a desaturation to 74%, which was verified by blood gas analysis. The patient's care was escalated, and they were placed on bipap with increased monitoring. Good faith efforts are being performed to obtain additional information.